Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The motor was tested outside the device and passed.

Event description:
Customer has been having issues with the insulin pump. The insulin pump has been exposed to x-rays. The current blood glucose reading is 154 mg/dl. Customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 62 mg/dl. Customer was feeling bad due to a virus. Customer went to hospital due to low blood glucose level. Customer was kept overnight. Customer requested a replacement. Nothing further reported.